Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 2.5x12 mm nc traveler balloon dilatation catheter (bdc) was unable to be advanced over the balance middleweight (bmw) guide wire. The balloon was unable to be inflated and the guide wire became stuck inside the balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 2.5x12 mm nc traveler balloon dilatation catheter (bdc) was unable to be advanced over the balance middleweight (bmw) guide wire. The balloon was unable to be advanced and the guide wire became stuck inside the balloon. The devices were removed as a unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D9: correction device available for evaluation: updated from yes to no. H6: medical device problem code 1310 was removed.